Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image, b30 scope communication error, and the circuit board unit in scope connector is sticky. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a cause traced to component failure, which is an expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the bronchovideoscope displayed an e226 scope communication error. There were no reports of patient harm.

Manufacturer narrative:
The date of event is unknown. A supplement report will be submitted if provided. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.